Event description:
Pt was walking and felt a popping noise and some pain in the mid-thigh region. After the initial incident the pt noticed a "squeaking noise" when they walked. Upon visiting the dr the x-ray revealed the broken stem at the trunion region. Pt was revised.